Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unk procedure one harmonic knife did not conduct vibrations at all. When the other knife was used, the lower surface of the sheath was damaged. Another like device was used. There was no pt consequence.

Event description:
Boston scientific crm received information that this right atrial lead and the right ventricular rate/sense lead were reversed in this device header. The pocket was reopened and the leads were inserted into the correct ports. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath, xcel with optiview, technology.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking. New ones were used to complete the procedure. There was no patient impact.